Event description:
Customer reported that a patient was returned to surgery several hours after carotid endarterectomy. The surgeon found the suture knot "unraveled". No further adverse events were reported.

Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. H6-result: representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. H-6 conclusion: no failure detected and the product exceeds tensile strentgh requirements. The product insert cautions the user that adequate knot security requires the accepted surgical technique of flat, square ties of single suture strands. The use of additional throws is particularly appropriate when knotting polypropylene sutures.